Event description:
It was reported that the patient underwent anterior lumbar interbody fusion (alif) using allograft synthes and rhbmp-2/acs to treat chronic lower back pain. The patient's "post-operative period was marked by severe painful and debilitating complications", which allegedly "caused his ongoing chronic pain and other complications" and "permanent injury". At an unknown time postoperatively, the patient reportedly developed uncontrolled bone growth onto or around the spinal cord or the spinal nerves. Allegedly, the spinal nerves were compressed by the bone growth resulting in extreme and debilitating pain in the legs and back.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2003: patient presented with pre-op diagnosis as lumbar degenerative disk disease l5-s1. For which, patient underwent anterior lumbar interbody fusion using femoral ring allograft synthes and rhbmp-2/acs bone morphogenic protein. Per operative notes, the l5-s1 disc space was identified using fluoroscopy. An 11 mm spacer was identified as best fit. Lordotic spacer was placed and there was excellent tight fit. Rhbmp-2 was placed posterior and within the femoral ring allograft prior to placement. Following this the wounds were closed in layers. Sterile dressing was applied. Patient tolerated the procedure well with no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.